Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion issue following the most recent uso software update. During infusion of lactated ringer's (lr) with potassium chloride (kcl) in a 1-liter viaflex bag, the pump generated bubbles described as "soda water" and issued upstream occlusion alarms during delivery at ob 1423 department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.